Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that the low profile abutment broke on the screw part in the patient's mouth and therefore removed it. The affected dental position is #34. The doctor indicated in the per that the procedure was concluded with the placement of another low profile.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpc343u, (certain low profile one-piece abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 2018091042. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018091042 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.